Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this event would not have compromised the sterility of the product therefore not causing serious injury.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
Upon receipt of product, a hair was noted underneath the shrink wrap of the product. There was no patient injury or delay.